Event description:
It was reported that the bipolar forceps (mcen64) has a damaged insulation close to the tips. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10 the wormald bipolar forceps (mcen64) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed.  Evaluation of the returned bipolar forceps verified the complaint reported by the customer as valid. According to the complaint description, the insulation was damaged near the jaws. This kind of issue is likely due to bad handling of the device or an improper cleaning with the use of scouring pads on the insulation. The instructions for use (IFU) mentions: ¿do not use abrasive cleaning products such as hard brushes, etc." No further investigation is required based on the acceptability of risk and no adverse trends identified. At present, we consider this complaint to be closed.

Event description:
N/a.